Event description:
Problem with direct bilirubin assay. Falsely elevated readings occur causing dbil to be higher than tbil (total bilirubin). Continues to occur - unable to be remedied by manufacturer.